Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported losing consciousness, obtaining a sensor reading of 125 mg/dl, and was treated with glucagon by her spouse. An ambulance was also called and customer was provided with oxygen to regain consciousness. No further treatment was reported as customer refused to be taken to the hospital. There was no report of death or permanent injury associated with this event.